Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e014302 decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a cgm accuracy issue which occurred on an unspecified day after sensor insertion into the arm. On (B)(6)2024, the patient was sweating and unresponsive. It was reported the patient¿s cgm was reading high mg/dl, but her bg meter reading was ¿very low¿ (no specific value was provided). The patient¿s husband attempted to give the patient a glass of orange juice and glucose tablets, but the patient remained unresponsive. Therefore, he took the patient to the emergency room (ER). At the ER, the reporter could not recall the patient¿s bg meter reading. The patient was conscious upon arriving at the ER, however, she was now dizzy in addition to being sweaty. It was reported that the patient was not given any medication or treatment while in the ER and was only observed for about 3 hours before being discharged. The patient was doing well at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.